Event description:
Information received indicated the head hi-lo drifts down.

Manufacturer narrative:
The hill-rom technician replaced the emergency trend and hi-low down valves to resolve the issue.